Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm and a compromised force sensor system alarm during priming. Blood glucose level at the time of the incident was 180 mg/dl. The insulin pump will not be replaced or returned for analysis.